Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Investigation summary: it was reported that a plate and screw construct was removed due to an infection. No product was returned; the investigation was performed based on the received medical images. Upon review of the medical images, it can be confirmed that one locking screw is backing out of the plate. No issue is able to be identified with the remaining implants. The cause for the loosened/migrated screw is not able to be determined. Due to the unknown product codes, the risk documentation was unable to be reviewed for any of the reported devices. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on an unknown date, the patient was implanted with a locking compression plate (lcp) reconstruction plate 3.5, and four (4) locking screws. The patient then sought consult to the surgeon presenting with a right tibia shaft infection and non-union and the surgeon removed all the devices on an unknown date. The surgeon stated that the lcp reconstruction plate 3.5 appeared to have been intentionally cut at some point in the past. The patient underwent a revision surgery on an unknown date wherein an antibiotic tibial nail was implanted in an attempt to correct angular deformities and treat the infection. It is unknown if there was any surgical delay. Patient and procedure outcome are unknown. This complaint involves three (3) devices. This complaint is for one (1) unk - screws: locking. This report is 2 of 3 for (B)(4).